Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed. Analysis revealed the returned device did not detect any p erformance issues, but the calculated longevity result of 83% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device reached elective replacement indicator (eri) due to possible premature battery depletion in only 3 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488, lead, (B)(6) 2010; 407652, lead, (B)(6) 2010; (B)(4) stent graft, (B)(6) 2004; (B)(4) stent graft, (B)(6) 2004; (B)(4) x2 stent grafts, (B)(6) 2004. (B)(4).